Event description:
A report was received that the patient seen a decrease in her battery charger capability and was having frequent ipg charging indicating a depleting battery. The patient will undergo an scs pocket revision and generator replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient seen a decrease in her battery charger capability and was having frequent ipg charging indicating a depleting battery. The patient will undergo an scs pocket revision and generator replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient seen a decrease in her battery charger capability and was having frequent ipg charging indicating a depleting battery. The patient will undergo an scs pocket revision and generator replacement procedure.